Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They stated the patient will be reprogrammed to comfort, however their existing programming was therapeutic which is why they were unaware anything changed. The issue has been resolved. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID, 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient picked up a heavy object, and felt a subsequent increase in their stimulation which then went back down. An x-ray was performed and impedances were checked. The x-ray shows the left lead came down one vertebral body from where it was originally was placed. Also the electrode 8 shows out of range, which is the top of the left lead. No actions have been taken to resolve this issue. No further complications were reported. No additional patient symptoms were reported.